Event description:
The biomed reported a secondary of promethazine hcl infused faster than expected. The user stated promethazine infused in 2 minutes even though the infusion was not programmed as a secondary. The intended programming and infusion volume were not provided. The user stated the primary and secondary sets were checked for leaks; no leaks or other issues with the sets were identified. The risk manager reported that their internal investigation identified the cause of the event was a user issue and not an issue with the devices. There was no report of pt harm or medical intervention. Although requested, no additional pt or event information was provided.

Manufacturer narrative:
(B)(4). The customer indicated the administration sets were discarded by the user but that the pump module and pc unit were sequestered and would be returned for evaluation. At this time, the devices have not been received. A follow up report will be submitted should the devices be received for evaluation and/or additional information is obtained.